Event description:
It was reported during a routine follow up appointment, that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted. The device is expected to be returned for analysis, but has not been received yet. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported during a routine follow up appointment, that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted. The device was returned for analysis.